Event description:
The pt phoned homedics to report her unit (bpa-100e) is reading too high. She took her bpa-100e to her doctor's office where it read higher than her doctor's bpm during a side by side comparison. The date of the visit was not specified, and it is unclear if this discrepancy is related to the systolic reading, the diastolic readings or both. Ref: MFR #3005442893-2015-00002.